Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient was having issues with the device that it was damage.

Manufacturer narrative:
Continuation of medical devices: product ID 3889-28, lot# va1j620, implanted: (B)(6) 2017, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 15-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient said she was starting to have trouble like it wasn't working. From (B)(6) until the patient's regular check up on the device she was having a lot of bowel leaking. Patient said she does have trouble with sphincter muscle. The patient was having bowel 3-4 times a day; would go to pee and had a mess. The patient reported that after her doctor appointment on (B)(6) she started noticing bladder frequency and a little urgency. She was going pee every hour but was able to make it to the bathroom. The patient was up three times a night for her bladder, and 2-3 times was waking up because she had to go to bathroom and when she stood up she noticed everything was wet like she peed the bed. She said, it was worse than before she had the device. The patient is a teacher and was moving things, but she has a 5 pound lifting restri ction. The patient went to the doctor on (B)(6) and mentioned the bowel issues and hcp said they can't control everything. Patient went back to the doctor (B)(6) and saw the nurse practitioner. She said the nurse said she has four leads and lead one and two aren't working, and they shifted to another lead. She had the nurse set it real high and it was hurting and she left it for a day or two. Then the patient turned it down low and it took 3-4 days and she got her symptoms back under control and was not getting up at night. When asked regarding contributing factors the patient reported she fell in the school cafeteria on (B)(6) on her hands and knees. Now the patient has it back under control after adjusting the settings. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1j620, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient called and re-iterated previously reported information and they noted they received a survey and was providing an update. The patient reported they went and had x-rays on (B)(6) 2018 and that the healthcare physician (hcp) reviewed the x-rays but the patient hadn¿t received anything yet though they noted they ordered the x-rays be sent to them directly. The patient reported they had re-programming and had their urine tested, were on antibiotics and also on oxybutin (highest level) and nothing improved. The patient reported they turned stimulation off on (B)(6) 2018, and since then they hadn¿t experienced any worsening of symptoms and the pain in their legs, calves, sit bone and knees has subsided and they were sleeping better. The patient reported they had moved and they were now 2-3 hours away from the hcp and would like to find a closer hcp to review their situation. The patient reported not getting anywhere with the clinic since they had a fall. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 3889-28; lot#: va1j620; implanted: on (B)(6) 2017; explanted: on (B)(6) 2019; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient. They called wanting to update their device record, reiterated that their device (interstim,) had been dislodged when they accidentally fell and the lead was damaged. The patient reported the whole system was removed/explanted on (B)(6) 2019.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: (B)(6) 2021, UDI#: (B)(4); product ID: 3889-28, lot# (B)(4), implanted: (B)(6) 2017, product type: lead. Due to imrdf harmonization, some previously submitted device, method, result, and conclusion codes related to this event were updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: the patient repeated the same issues with their device and stated they hand spoken with the nurse practitioner who was asking that the patient wait another month before seeing the doctor. The patient requested a list of physicians to get a second opinion. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. They reported that back in (B)(6) 2018 they fell at work and started having all kinds of problems that they didn't have before. They had fluoro xray done and confirmed the leads were in the wrong place. They were scheduled for a revision surgery on (B)(6) 2019 to have the ins replaced and get it put on the other side. They also reported having cramping in legs - feet and tailbone since (B)(6) 2018. In (B)(6) 2018, they had heightened incontinence which was the worst ever had. Their insurance company did deny the revision surgery so they didn't have surgery done, but now wanted the ins and lead removed. Patient was directed back to the healthcare professional (hcp). No further complications were reported or anticipated.